Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly, high blood glucose levels and sensor issues. Customer's blood glucose level went as high as 500 mg/dl. Customer experienced a lost sensor alert which was a past event and they were advised to call back if issue recurs. Troubleshooting for keypad anomaly was performed. Customer advised the esc button was unresponsive and when they replaced the battery the issue was not resolved. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm was noted during testing. The pump had intermittent button response due to an unlocked keypad connector on the lcd board. No flattened button dome switch was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.